Event description:
Information was received indicating that the cadd legacy 1 pump displayed error 1871 and an lcd bleed. There was no patient involved.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. Functional check was performed. The customer's reported problem was confirmed. The pump was found to be displaying "1871" error code message on power up and during the investigation. A motor will be replaced along with the bleeding or missing lcd pixels.